Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the expected therapy time was 44 hours; however, the device did not complete the infusion until after 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 09dec2020 and 10dec2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid remained in the bladder suggesting an underinfuion may have occurred. However, due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the correct lot# is 20n031, previously submitted as 21a028. H10: the device was received for evaluation containing approximately 29 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.